Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the power switch was difficult to operate. The monitor was originally returned for repair due to a color chip failure when the power switch issue was found. Since this event occurred during routine testing, there was no pt involvement during this event.